Event description:
It was reported that patient had high impedance. X-rays were taken no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by imagining facility that the x-rays looked "normal" no other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Ap and lateral chest x-rays were reviewed. The pins could not be easily visualized to be fully inserted due to the angle at which the x-ray was taken; however, based on the back of end of the pin, it can be concluded that the pin is likely fully inserted. Based on the x-rays received, the cause of the high impedance is unknown based on the images provided. The visible portions of the device showed no anomalies; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No other relevant information has been received to date.